Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. A root cause for the reported issue was not determined. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the analog pcb assembly. A further root cause could not be determined.